Event description:
It was reported that that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for supraventricular tachycardia (svt) episodes. These svt episodes may have been induced by this device due to functional undersensing, since the egm showed that an atrial pace was delivered after an atrial sensed event registered in the refractory period. Reprogramming recommendations were provided for this patient. No additional adverse patient effects were reported. This ICD remains in service.